Event description:
As reported by an edwards (B)(4) affiliate, the case occurred in (B)(6). During a transfemoral transeptal mitral valve replacement procedure, the sapien valve embolized into the patient's left atrium. A second sapien valve was then correctly positioned and deployed. No other information is available except that the patient is stable and surgery to remove the embolized valve from the left atrium has not yet been performed.

Manufacturer narrative:
The edwards sapien valve is not indicated for use in the mitral position; however, valve embolization is a known potential risk associated with the transcatheter valve replacement procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien valve. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. However, due to the fact that this is an off-label use of the device, there are no specific instructions for the deployment of the sapien valve in the mitral position. Per report, neither echo nor cine imaging from the procedure is available to edwards for review. With the limited information provided, and in the absence of imaging, the root cause of the valve embolization cannot be assessed. No corrective or preventative actions are required.